Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's current blood glucose was unknown mg/dl. Customer treated blood glucose with manual injection and insulin pen. The customer did experience any symptoms such as a result of high blood glucose such as nausea and vomiting. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not applicable at time of high blood glucose event. Customer stated infusion set had bent cannula. The insulin pump will not be returned for analysis.